Manufacturer narrative:
Upon follow-up, it was reported that that all antibiotic treatment was discontinued. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was not recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, once in four days, ongoing, route not reported), amikacin injection (250 mg, loading dose, route and frequency not reported), imipenem injection (500mg, twice a day, ongoing, route not reported) and fluconazole injection (200mg, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovering from the event. On an unreported date, pd therapy was discontinued, the pd catheter was removed, and patient was shifted to hemodialysis. No additional information is available.